Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802602 18732500 femoral head sterile product do not resterilize 12/14 taper; 00784001200 58325100 femoral stem beaded midcoat 12/14 neck taper std. Body std. Offset size 12 12 mm distal dia. 140 mm length; 00620005223 18065300 shell porous spiked 52 mm o.d. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05242.

Event description:
It was reported patient was revised approximately 15 years post-implantation due to pain. The head and liner were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog#: 00801802802 lot#: 18732500 12/14 cocr femoral head 28mm +0; catalog#: 00784001200 lot#: 58325100 versys beaded mc clr 12x140mm std body std neck; catalog#: 00620005223 lot#: 18065300 trilogy acet shell 52mm od spiked. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.